Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while the user was fill tubing, no drops of insulin were seen coming out of the tubing. During troubleshooting with tandem's technical support, it was determined that the luer lock connection was not screwed on tightly. The user tightened the luer lock connection, successfully saw insulin drops out of the tubing, and resumed insulin delivery. The user's blood glucose level was 155 mg/dl.